Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there are cracks in the insulin pump. The blood glucose reading was not given. The cracks are located at the reservoir lip, on the screen and on a corner of the screen into the casing. No further information was provided.